Manufacturer narrative:
(B)(4). This report has been identified as b. Braun (B)(4). The device is under investigation at our bbm service laboratory in (B)(4). A follow up report will be provided after the inspection results become available.

Event description:
As reported by the user facility (translation of user facility): stop without alarm/under infusion: according to the health professionals the pump stopped without alarm. The incident has to be occurred in the night (B)(6) 2014.